Event description:
It was reported to resolve on (B)(6) 2024 that a patient underwent a revision surgery to replace the sternal cable system with sternalockblu plates. The patient mentioned pain at the incision site and a CT scan revealed that non-union had occurred. There was no evidence of mechanical hardware failure.